Event description:
A malfunction with the code malf 12 was reported; however, no notable events were noted prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump. Once reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code appears again and confirmed understanding of the instructions.